Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the cable was replaced. The replaced cable was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed physical damage failure with the cable. The cable had been crushed which opened the cable jacket in two places and damaged the internal wires. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A medtronic representative reported that the camera cable was frayed. No patient was present during the time of the reported incident.